Event description:
The customer reported to olympus, during reprocessing, the evis lucera elite colonovideoscope had no air/water flow and kept failing in the automated endoscope reprocessor (aer). The intended procedure was completed with the same scope. It was unknown if the device was inspected prior to use. No patient injury or procedure impact reported. During the evaluation of the device, it was noted an electrical continuity error (e315 scope error message (no image) occurred. This report is to capture the reportable malfunction of the electrical continuity error (e315 scope error message (no image) noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The scope connector had water leakage. Fluid ingress had contaminated the internal components of the plug body. Due to fluid ingress in the plug body, the inner moisture indicator had also been saturated removing the pink moisture indicator dye and caused the neji lock to fail. The objective lens and light guide lens were chipped. The bending section cover glue lifted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invaded the scope connector while the user was handling the device resulting error message temporarily displayed. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.